Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 7 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 7 reported complaints with device returns: 2 were resolved with a battery replacement; 2 were resolved with a main circuit board replacement; 2 were due to a software issue; 1 had no fault found with the device. All devices were serviced and fully tested before it was returned to the customer. 2 devices were not returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 9 malfunction events where it was reported to resmed that astral 150 devices failed to charge the battery. There was no patient harm or serious injury reported as a result of these incident.